Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a case of 'unprecise correction', observed on a patient's left eye at one day post lasik treatment. Patient noted she sees bad [does not see well]. Upon additional follow up, reporter indicated the patient issue is currently unresolved and no intervention was planned.

Manufacturer narrative:
(B)(4).

Event description:
Upon further follow up, reporter indicated the patient received additional treatment (topography guided) to resolve the reported issue. Patient noted as being happy with outcome.

Manufacturer narrative:
A review of the logfiles revealed high voltage levels and a lack of energy check. The user is not calibrating the energy between patients, but only after gas change. The refractive results provided are only two days post op of treatment. The overcorrection could be also related to corneal edema. The affiliate did not provide additional, related information, therefore the customer reported event was not confirmed. Root cause is unknown. The root cause could not be identified by the investigation. The manufacturer internal reference number is:(B)(4).